Event description:
The incubator was displaying all measurements and settings as if in normal operation, however, the incubator appeared not to maintain the temperature of the baby. The baby's temp was measured rectally and found too low, with an incubator setting at 35 - 36 degrees celsius.